Manufacturer narrative:
Investigation summary: the investigation determined that the vitros system was performing as expected. Quality control results were within acceptable limits. The event is consistent with sample containing an interferent; however, there was no sample available to confirm this. The root cause of this event is unknown.

Event description:
The customer observed elevated trop I results on a pt sample that generated a negative result with another troponin assay. Falsely elevated trop I results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.